Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized for low blood glucose on (B)(6), 2021 with blood glucose reading was 23 mg/dl. The customer was treated with intravenous insulin drip in the hospital and dispatched to emergency medical services visited to emergency room and admitted to hospital and intravenous dextrose. Customer had been using insulin pump system within 48 hours of reported blood glucose event. The auto mode feature was not active at time of low blood glucose event. Customer reported that current blood glucose value was 483 mg/dl. Customer accepted troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.